Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of reduced flowrate was inconclusive because the returned sample was an unused lot sample. The product returned for evaluation was one 22ga x 0.5¿ huber plus safety infusion set. The sample was received in its original sealed packaging. The sample appeared unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The effort required to flush the sample was comparable to that required to flush a similar non-complainant sample. The sample appeared to function as intended. No defects or performance deficiencies were discovered; however, the sealed state of the packaging indicated that the returned sample was not the originally implicated device. Consequently this complaint is inconclusive at this time.

Event description:
It was reported that during infusion of perjeta, administration time was twice as long as the previously used device. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez0970 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during infusion of perjeta, administration time was twice as long as the previously used device. There was no reported patient injury.